Manufacturer narrative:
A touch pump was received for evaluation. As examination of the device may not conclusively confirm or disprove the report of dehiscence quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, incision opened, exposing device to environment. The pump was replaced to avoid infection.